Event description:
Pt's pump shot insulin into their body. The customer stated that they were programming a bolus when the over infusion occurred. The history could not be reviewed since the pump was asking to be rewound. The customer indicated that they were not priming a new infusion set when the incident happened. The customer also informed that they do not have their glucose meter with them and they are not able to test their bgs. Advised the customer to contact the doctor or go to the hospital due to the over-infusion of insulin.